Event description:
It was reported that the customer had black circles on the pump and she cannot escape from the rewinding loop. Customer's blood glucose was 240 mg/dl. Customer already took an insulin injection because of their high blood glucose. Customer was advised to remove the reservoir and rewind the pump. Customer stated that the esc button does not work. Customer was advised to restart the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.